Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon reviewing the merlin.net transmission, the pacemaker exhibited far r wave oversensing in the refractory period on the atrial channel. Programming change was discussed. No patient symptoms were reported.